Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the v60 unit would not power up. The customer reported there was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.